Event description:
During an attempt to deploy a medtronic wiktor rival coronary stent, the stent came off of the delivery system. In response to this event, the physician used a snare to successfully remove the undeployed stent. No pt complications occurred as a result of this incident.